Manufacturer narrative:
It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's glucose reached 380 mg/dl, while wearing the pod between 4 and 24 hours on the abdomen. The patient was unsure if the cannula was properly inserted into the skin as it did not feel the prick. A new pod was applied to treat the hyperglycemia.